Event description:
Sorin group (B)(4) received a report that during the vein harvesting procedure, they noted blue plastic debris in the endoscopic channel. The debris was retrieved from the wound. There was no report of pt injury.

Manufacturer narrative:
Pt information was requested. The facility did not provide pt information. Sorin group (B)(4) received a report that during the vein harvesting procedure, they noted blue plastic debris in the endoscopic channel. The debris was retrieved from the wound. There was no report of pt injury. To date no product has been received. The investigation is ongoing. A follow-up report will be filed when the investigation is completed.